Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. A 2.1mm jetstream® xc atherectomy catheter over an unspecified guidewire was selected for an atherectomy procedure. The catheter became stuck on the guide wire, the wire got bound. Everything was pulled out together and the procedure was completed with a different device. There were no patient complications reported and the patient¿s status was reported as good.